Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 3387s-40 , lot#: va0jdss, product type: lead. Product ID: 3387s-40, lot#: va0lzzk, product type: lead. Product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 11-mar-2017, UDI#: (B)(4), product ID: 3387s-40, serial/lot #: (B)(4), ubd: 12-jun 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the caller noted that the patient had a fall and the patient was concerned about the integrity of the lead. They were concerned the lead may have ¿dislodged¿ though there was no evidence of that at the time. There were no further complications reported.

Manufacturer narrative:
Product ID: 3387s-40, lot# va0jdss, product type: lead; product ID: 3387s-40, lot# va0lzzk, product type: lead; product ID: 37603, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep stated the lead was not dislodged. The patient underwent an impedance check, x-ray, MRI, and CT which were all normal. It was unknown if the device was related to the fall. The rep stated no device issue was found and the patient had been in the process of adjusting medication. The rep stated the patient might need to turn up the programming volume or adjust medications. The rep did not know the patient's weight at the time of the event.